Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned with original packaging with the batch number of the complaint on the label. The color scheme of the device matches the print. Both magnets are present. There is discoloration from tarnish, at the outside and inside tip of the inner blade, consistent with coating the blade with surillium during the manufacturing process. There is scoring on the outside tube of the inner blade and inside the window of the outer blade. There are some metallic flakes consistent with scoring during use. A functional evaluation of the device found that when connected to a reference mdu, it spins as intended without grinding, seizing, or unexpected noise. The results of the presumptive blood test kit found that there was no blood present on the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include prolonged environmental exposure to humidity, which can accelerate tarnishing; chemical reactions from contact with acidic substances or harsh cleaning agents that may degrade the coating; and regular wear and tear that might have worn down the surillium coating, exposing the underlying metal. The blades are still biocompatible and non-toxic. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the 4.0mm platinum blade´s tip had a black shadow that looked like rust, the doctor decided not use the device in the patient. The procedure was finished with a smith and nephew back up device. There was a 5 minutes surgical delay reported and no further complications were reported.